Manufacturer narrative:
This report is to retract 2017865-2023-37835 submitted on aug 8, 2023. Product was within abbott control and not in presence of a customer. Event does not currently meet MDR filing requirements. H6 ¿ investigation conclusion 4316 ¿ code not available as report was retracted.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The field event description of an error message and high current was confirmed. Upon interrogation, an error message was displayed on the merlin programmer. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity analysis was performed and found the battery depletion was premature. Electrical testing revealed high current drain from the hybrid. Manufacturing investigation was inconclusive with respect to the source of the high current, but no manufacturing issues were found. An anomalous hybrid was found to be the cause of the high current drain, premature battery depletion, and the error message.